Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged one-week post implant. Attempts to reposition the lead were complicated by helix issues and suboptimal lead integrity measurements. The lead was explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed with only one segment returned. The portion returned was measured 41 cm from the lead tip; the is-1 end of the lead was not returned. Resistance and pressure tests were completed to assess lead portion electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics on the portion that was returned that would have caused or contributed to the reported clinical observations.